Manufacturer narrative:
.

Event description:
It was reported to philips that 4 of the 12 leads of the heartstart mrx defibrillator were not displaying. There was no negative patient impact.

Manufacturer narrative:
UDI # (B)(4).